Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. The failed battery test alarm could not be verified or the displacement, basic occlusion, occlusion, prime, excessive no delivery tests performed due to button error alarm. The device also had a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 24 mmol/l. They changed the battery and were able to clear the alarm, but while treating with a bolus, the buttons got stuck and a button error alarm occurred. The customer would treat with manual injection. It was stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The device was returned for analysis.